Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01834. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using penumbra system ace 60 hi-flow kits (ace60s). During the procedure, the physician successfully completed one pass using a non-penumbra microcatheter and stent retriever. The physician then attempted to make a second pass using the microcatheter and stent retriever, however the physician felt resistance advancing just past the proximal hub of the ace60. Upon inspection of the ace60, a split near the proximal end of the catheter was found and therefore, the ace60 was removed. The physician then advanced a second ace60 and the same microcatheter, guide wire, and stent retriever into the mca, however at that moment the patient began moving vigorously on the table. The physician administered more anesthesia and proceeded with the case, however the ace60, the microcatheter, and the guide wire were now curled up in the distal internal carotid artery (ica) and were kinked; therefore, the devices were removed. The procedure was completed using a new ace60, a new microcatheter, a new guide wire, and the same stent retriever. There was no report of an adverse effect to the patient.